Event description:
It was reported to boston scientific corporation that the patient was implanted with a lynx suprapubic sling system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced multiple side effects including dysparenuia, bulging, difficult bowel movements, urinary problems, and chronic pain including but not limited to lower backache, pelvic pain, vaginal pain, leg pain, and pain in the buttocks (specifics and date/s of onset unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable.